Manufacturer narrative:
The impella cp device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported the 76-year-old female patient was on impella cp for hemodynamic support. While on support low pump flow was noted. Decision was made to place impella rp. Immediately after placing rp, cp flows jumped to 3.3. Ischemia of the leg was also noted. Access site for the cp was the right femoral artery and access site for the rp was the right femoral vein. The devices were successfully explanted. However, a day after leaving the hospital, the patient became hypoxic and passed away. Medical safety review of the event noted there is not enough information to exclude impella device as an associated factor in the patient's demise.

Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.